Manufacturer narrative:
The reported event was inconclusive because no sample was returned . The potential root cause for this failure could be due to user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the registered nurse and orientee inserting 16fr foley catheter. Pre-insertion, inflated the foley catheter balloon, first time balloon did not deflate, second time balloon leaked. The products were thrown away and trash emptied before they could capture the lot. Other 16fr foleys stocked in surgical intensive care unit station to supply. Lot#ngjv0210 and lot#ngju4284.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the registered nurse and orientee inserting 16fr foley catheter. Pre-insertion, the inflated the foley catheter balloon, first time balloon did not deflate, second time balloon leaked. The products were thrown away and trash emptied before they could capture the lot. Other 16fr foleys stocked in surgical intensive care unit station to supply. Lot# ngjv0210 and lot# ngju4284.